Manufacturer narrative:
One level 1 hotline low flow system was returned for the evaluation of the reported issue. The device was received with a cracked enclosure, tank cover, and lcd. The reflux plug was also missing. A manufacturing DHR review, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A visual inspection was performed then the tank was filled with water. A temp check was attached, a line cord was plugged in, and the power switch was turned on. The customer's problem was confirmed. It was found that the customer overtightened the screws in the tank cover. No actions were taken to repair the reported problem due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped.

Event description:
Information was received regarding a level 1 hotline low flow system. It was reported that the device was leaking water from the bottom. It is unknown if there was a patient involved.